Event description:
The provider inserted the power port isp MRI with 8f groshong. She was not aware of an additional wire in the catheter. She removed the normal wire and then cut the catheter to the appropriate length. Months later, an incidental finding on a CT noted a wire in the upper inferior vena cava. The next day, this wire was removed by ir (see photo of braided wire).